Event description:
This physician reported a pt who rec'd her the first treatment in the nasolabial folds and marionette lines. On 18 dec 97, the pt reported that her left nasolabial fold was inflammed, red and indurated. The physician examined the pt on 18 dec 97, and prescribed oral zithromax and topical bactroban ointment for the symptoms. The pt had no symptoms at the other treatment or test sites. The physician believed that the symptoms might possibly be a hypersensitivity to collagen. On 11 feb 98, the physician examined the pt again, and stated that the symptoms had improved, the left nasolabial fold was still slightly indurated and pink in color. None of the pt's other treatment or test sites were symptomatic. No other med or surgical intervention was planned or prescribed.